Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a patient using the non-template aligner arch allegedly experienced the aligner inner surface of all their aligners curves inward toward the tongue that results in discomfort and soreness along their tongue. Their dentist advised them to file the sharp edges using an emery board. No injury occurred.